Manufacturer narrative:
Failure analysis for fiber (B)(4): the report of " control knob broken" could not be confirmed; however, the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap was detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the control knob appeared in good condition; the glass cap exhibited mild devitrification at the output window location; the metal cap exhibited mild burnt on detritus. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the control knob broke and kept spinning at 115,812 joules of use. The procedure was completed using a second surgical fiber. Outcome: "no patient injury. " gland volume: 80 cc.